Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma following impella cp implant. Manual pressure was initially applied at the access site to treat the condition; however, the bleeding persisted and the decision was ultimately made to explant the pump. The patient was taken to the operating room where the pump was removed and the femoral artery was repaired.